Event description:
It was reported that thresholds were high despite several positioning attempts. "Acceptable" values were found but the thresholds continued to increase during the hours following the implant, resulting in no pacing. The lead was successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.